Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was not detected in bus. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer reseated all cables and drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.